Manufacturer narrative:
The initial complaint stated the organ was declined due to sterility concerns after pv and ha connector detachment. Transmedics would like to clarify that perfusion circuit was maintained without any sterility breach as the ocs was in the donor or and therefore still in the sterile field. The decision to decline the organ was primarily due to the transplant surgeon's concern with the warm ischemic time, and pea time during the retrieval process as well as issues with lactate trends.

Event description:
During instrumentation of a liver on the organ care system (ocs) in the donor or, the portal vein (pv) and hepatic artery (ha) connectors became loose and detached from the organ chamber, causing blood to leak. Attempts to reattach the connectors were unsuccessful. Temporary measures were applied to maintain integrity of the organ chamber and thus maintain sterility of the circuit. The liver was ultimately declined for transplant. This event is being reported under abundance of caution. Investigation summary: the perfusion module was evaluated and the analysis revealed that the uv adhesive used to secure the ha/pv connectors was applied in the correct locations; however, the application quality was poor. This defect likely contributed to connector detachment.